Manufacturer narrative:
D10: concomitant product UDI for balloon is (B)(4). D10: concomitant product UDI for pump is (B)(4). H6: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with their artificial urinary sphincter (aus) implant device was experiencing recurring incontinence and the patient reported they never stopped being incontinent. Catheterization was noted to occur at the time of the procedure, and the physician removed and replaced the device through replacement surgery, and there were no further signs or symptoms reported.